Event description:
It was reported that patient was being transferred in a hoyer lifter when allegedly the "s" hook straightened out and the patient was dropped to the floor. Pt was taken for x-rays and results were negative. Bruises to leg and ankle.